Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.a156usqu6cye9 hardware: sm-a156u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing scarring on the back after wearing a pod for approximately 4-24 hours. The patient stated that blood glucose increased to approximately 300 mg/dl during pod wear and she subsequently developed a scar with the outline of the pod adhesive. No additional information was provided regarding symptoms or treatment for the skin condition, and no medical intervention for the elevated blood glucose levels was reported. This event is being reported due to the formation of scar tissue attributed to pod use.